Event description:
While running pt samples the analyzer generated data alarm flags for multiple assays. The user noted the results were at least half of what they should have been when compared to the results on a different analyzer. Four pt samples were known to be involved. Two examples for hcg were provided. Initial result was 10000 miu/ml and was accompanied by a data flag indicating the result was invalid. The sample was repeated on the same analyzer with a result of 28034 miu/ml. The sample was then repeated on the other analyzer at the site and gave a result of 129180 miu/ml. The two pts hcg results were reported and required corrected reports to be issued. The user did not provide any info as to the treatment or condition of the pts as a result of the hcg data. The field service representative determined there was a problem with a solenoid valve and cleaned it. Performance tests were performed which were within specification.

Event description:
While running pt samples, the analyzer generated data alarm flags for multiple assays. The user noted the results were at least half of what they should have been when compared to the results on a different analyzer. Four pt samples were known to be involved. Two examples for hcg were provided. Sample 1 initial result was 2307 miu/ml, repeat result from another analyzer at the site was 9463 miu/ml. The two pts hcg results were reported and required corrected reports to be issued. The user did not provide any info as to the treatment or condition of the pts as a result of the hcg data. The field service representative determined there was a problem with a solenoid valve and cleaned it. Performance tests were performed which were within specification.